Event description:
Patient came back from or with 16 french foley catheter with urometer drainage bag. Patient was complaining of bladder spasms due to the balloon. Line tracing was done at this time, catheter was taken out of stat lock, bag was placed on floor, and patient was repositioned. No drainage of urine. Bladder scan showed over 500 ml at first scan. Catheter was removed and patient was able to void.